Manufacturer narrative:
Submit date: 2/23/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause can be due to an incorrect manual assembly of the connector on the catheter. The process is running according to product specifications meeting quality acceptance criteria. A quality alert was posted in the production to notify the personnel involve in the process about the reported condition. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer states that on (B)(6) 2015, a patient had the gastrostomy feeding tubes with y ports placed. The tube became dislodged and on (B)(6) 2015, the patient was returned to surgery. The feeding tube was removed and a peg tube was placed. The surgery was exploratory laparotomy and the replacement of a gastrostomy tube.